Event description:
In 2004, the destination therapy pt was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was admitted to the hosp with fluid overload (30 lbs), and was cathed with a cvp 36 and wedge of 40. It was confirmed that the pt has right heart failure. The pt was in the auto mode and the rate was only at 50bpm with flows in the 3.5lpm range. The pt was placed in fixed rate of 90bpm with flows in the 7.0lpm range. At that time the pt's system controller was changed out, and was left in auto mode and the rate had dropped to 50 bpm. In this case the optifill software did not allow enough time for this pt in right heart failure to fill the left side before ramping down the beat rate. This is the second pump for this pt. This implant is about 18 months old and black dust is evident at the vent port. The pt reported brief, intermittent yellow wrench alarms of unk origin, which could not be reproduced in the hosp. The pump flows reportedly would drop occasionally to 3 lpm during bending or twisting. Routine waveform and vent filter analysis was recommended by the manufacturere in order to quantify pump status. A waveform analysis was performed on numerous occasions over this time period. Waveforms were largely unremarkable. The vent filter sample was submitted to the manufacturer for analysis. A few days later it was decided by the surgeon to do a pump exchange. The pt was taken to the or, and his pump was exchanged to the manufacturer's clinical trail vad. The pt remains stable, and on lvad support. The hosp is sending the device to the manufacturer for analysis.